Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/6/2018. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure (B)(6) kg, bmi = 29. What tissue location of the placement of suture? Aponevrosis. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. How was suture initially placed (interrupted or continuous)? Continuous suture. Was there any precipitating stress factor for the suture breakage or pulling out of the tissue? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. What was the appearance of the suture during the second procedure? Disruption of the suture next to the right edge of the cesarean section scar. No disunity on the rest of the scar. Fibrous aponevrosis, disunited on 6 cm and harden. Other relevant patient history/concomitant medications 2 cesarean (2013 and 2015) and gestational diabetes. What is physician¿s opinion as to the etiology of or contributing factors to this event. There was no factors triggering. The surgeon thinks to an eventual problem of thread resorption. What is the patient current status? On (B)(6) 2018: good healing.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Was there any precipitating stress factor for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that a patient underwent caesarean procedure on unknown date and suture was used. Approximately 12 days post op, the patient experienced evisceration. A second procedure was performed and the suture was found broken. Additional information has been requested.